Event description:
A distributor in (B)(6) reported to an fph customer care specialist that the "heater wire alarm kept beeping." An rt102 adult inspiratory heated breathing circuit was involved in the reported incident. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for the similar product is k983112. Method: two rt102 adult breathing circuits were returned to fph (B)(4) for investigation. The electrical resistance of the inspiratory heater wires of the two breathing circuits was tested using a multimeter. Results: no physical damage was observed with the returned breathing circuits. The electrical resistance of the inspiratory heater wire of one of the returned breathing circuits showed an open loop connection due to a failure in the connection between the heater wire and the heater wire pin. The other breathing circuit was found to have electrical resistance higher than specification. A lot check revealed no other complaints of this nature for lot number 100311. Conclusion: high resistance or electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests that the heater wire developed the fault post production, possibly as a result of a weak crimp connection. (B)(4).